Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and concern with the product.

Event description:
Patient reported a right side implant exchange from textured to smooth breast implants due to the patient¿s concern with the product and a rupture on an unspecified side. Patient additionally reported breast cancer; this event is not related to the device. Device has been explanted.